Event description:
The customer reported that the device was activated on (B)(6) 2012 at 4:32 pm. She took a 0.6 unit bolus dose of insulin at 4:33 pm and her blood glucose measured 197 mg/dl at 4:46 pm, by 6:06 pm, her bg reached 343 mg/dl and she deactivated the device. When she removed it, she noticed that the cannula was bent or kinked and there was blood around it.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent or kinked condition of the cannula or to determine if it could have contributed to reported hyperglycemia. The customer also reported observing blood around the cannula when the product was removed. This indicates the device was likely fired into a vein accidentally. If this occurred, it could contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."